Event description:
Procedure type: laparoscopic nephrectomy. According to rptr: when clamp was removed from the port, gray sealing part was torn 1x3 mm big. Used another device. No bleeding. Nothing fell into the pt's cavity. No tissue damaged. Not extended more than 30 mins. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B) (4). (B) (4).